Event description:
The customer was hospitalized with dka. The troubleshooting revealed the customer changes the infusion sets every 4-5 days and they may have some scar tissue. Explained the 2hbg rule, but the customer did not feel comfortable using this device and requested a replacement.